Event description:
The pt reportedly had a middle ear infection in the non-implanted ear. A lumbar puncture identified the presence of streptococcal pneumoniae cells in the cerebrospinal fluid. The pt was treated with a 14-day regimen of antibiotics and recovered from the illness.